Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 4 was failing. A field service engineer (fse) opened the drawer, it became stuck halfway open, identified a separated left drawer rail with a broken bearing cage posing a safety risk, replaced the drawer rails using parts from a new matrix drawer due to urgency at the station, and verified proper drawer operation through opening and closing tests with the customer testing completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, a drawer failure occurred. The device was found to be broken, with damage noted to the rail and drawers mainly drawer 4 or 5, rendering the drawer non-functional. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.